Manufacturer narrative:
Investigation summary: tested 5x retained devices with positive standard. All devices yielded valid and accurate positive results at the 15 minute result read time. A review of the log data showed the reported response was near the limit of detection root cause: cannot duplicate with retains; unable to determine. Source: phone.

Event description:
Reported conflicting sofia sars results for 1 asymptomatic (off label use - at the time of testing) patient. The patient initially tested positive on sofia but when retested within a day, the patient received a negative sofia sars result. No other confirmatory testing completed.